Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a beeping pump while using a contact detach steel needle infusion set. Review showed an "insulin occlusion" alarm in the alert history. The agent advised resuming delivery and to call back if blood glucose (bg) rose or if the alarm persisted. The user's blood glucose (bg) was in range and planned to change supplies later that day. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.